Event description:
Customer reported that there is corrosion in the battery compartment. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results - the reported issue was confirmed. Eval revealed that there is battery leakage residue inside the battery compartment, but no corrosion. Also, the battery springs are badly bent. The aqualert water indicator label shows evidence of moisture exposure. The unit did not power up with new batteries. The unit does power up with an external power source and passes functional tests performed. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).